Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement this device is not being returned. The device was troubleshooted it he field with our biomedical technician and no fault was found with this device. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the customer that during an unspecified surgical procedure, it was observed that both pumps on the device had low output and the fill chamber was over-filling. It was unknown how the case was completed. There were no patient consequence. The customer troubleshooted devices after the case was completed and there were no issues found. There was no delay. It was not reported if a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.